Event description:
Customer initially called on (B)(6), 2014 and reported her adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. At the time of her initial call, customer denied receiving any third-party intervention due to this issue. Customer was sent a new meter. On (B)(6) 2014 customer called again and reported she had not yet received her new meter. (Fedex tracking revealed the package was delivered on (B)(6) 2014 and left at the door). Customer further reported that on (B)(6) 2014 she began to feel "dizzy and was vomiting" so she went to her cousin's house and used her cousin's meter, receiving a reading of 500 mg/dl. Customer noted she had self-treated with a glucagon injection. Customer self-presented to a local healthcare facility where she was diagnosed with hyperglycemia and treated with insulin and an unspecified intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The complaint involved a delivery issue; hence no product will be returned for investigation. The device manufacturer date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.